Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a painful shock yesterday after implant, patient then indicated the intensity was too high and after turning down this resolved the issue. Patient has had therapy benefit since implant and is very thankful for the system. No further complications were reported or are anticipated.